Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient having t3-ilium posterior spinal fusion due to scoliosis. It was reported that rod broke after implantation. Any patient complications or injuries are unknown. There were no further complications reported.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.